Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: huge piece missing from the battery tube threads, cracks in the case on the battery tube side one of which runs horizontally across about where the bottom of the battery compartment is located, missing serial number label, crack in the select keypad button. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, an insert battery message would appear. The battery cap was held down during bootup and the pump was able to boot up without any error messages. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The insert battery messages are due to a loose battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the battery compartment and pump was not holding the battery. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.